Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. One haptic is broken in the gusset area (not returned). The other haptic was bent in the gusset area and broken in the distal tip area (not returned). The optic was pressed between the posts and down into the well area of the lens case. The lens damage appears to have been caused by the posts and the lid of the lens case. Product history records were reviewed and documentation indicated the product met release criteria. Lens damage was observed. The returned sample exhibited no evidence of customer handling. The lens damage appears to have been caused by the posts and the lid of the lens case. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of the end of the intraocular lens was bent. Additional information has been requested.